Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. Resolving the battery problem and power cycling the device resolves the issue. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, that the arkon was connected to ac power but the battery did not charge. A triangle error message displayed on the arkon system status computer screen and an audible alarm generated when turning on the unit. The device was not in patient use when the issue was discovered. No injury was reported.